Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400mg/dl. The customer states they treated with pump. The mother states the buttons were difficult to press. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to a flattened dome switch on the up and down arrow buttons, esc and act buttons. The lcd connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window.